Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that on (B)(6) 2015 the patient underwent removal of the mesh due to infection. It was reported that the patient continues to experience pain, nausea, fever, infections, recurrent hernias, chills, inflammation. No additional information was provided.